Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The blood glucose reading was 113 mg/dl. The customer stated that when she was trying to fill the tubing, she reached the 2.1 unit mark before receiving the no delivery alarm. Upon troubleshooting, it was found that insulin did not exit the tubing during a manual plunger push. During a manual prime with the insulin pump, the insulin pump did not alarm no delivery. The caller was advised that there may be a possible issue with the infusion set. Advised return of the supplies for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.